Event description:
Synovitis, hyperthermia, reddening, granulomatous changes. Information was received from a physician regarding a patient with a history of gonarthrosis. The patient received three synvisc injections into an unspecified knee in 2001. In 2001, the patient experienced swelling, hyperthermia, reddening, and pain in the left knee. Laboratory analysis results revealed a c-reaction protein (crp) of 5.6 mg/dl, erythrocyte sedimentation rate (esr) of 30/70 mm/hr, and leukocytes of 10.8 /ul. In 2001, the patient's symptoms continued and the left knee was subsequently treated with an arthrotomy, synovectomy, an lavage. During the surgical procedures, an intra-operative smear was taken with results indicating no bacteria present. The physician suspected a "severe", not "fresh" synovitis and assessed a probable causal relationship between the events and synvisc. The patient had not yet recovered at the time the information was reported. Additional information received in 2002 from a healthcare professional updated a pathology report, dated 2001, from left knee synovial tissue. The report revealed macroscopical signs of severe inflammatory changes and granulomatous changes, characteristic of central basophilic fluid. In the opinion of the pathologist, these findings were either due to remains of the injected material or an inflammatory reaction to synvisc treatment. Manufacturer's comment: upon retrospective review of the information provided in this case, the patient received surgical intervention after receiving synvisc intra-articularly in the knee. The possibility cannot be ruled out that synvisc may have caused or contributed to the patient's injury.